Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the entire system explanted.

Manufacturer narrative:
B3-date of event is estimated. Section a4: patient weight is unknown. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3166, UDI: 05414734406109, serial: (B)(6), batch: 6509123. Common device name: scs lead, model: 3166, UDI: 05414734406109, serial: (B)(6), batch: 7285630. Common device name: scs lead, model: 3166, UDI: 05414734406109, serial: (B)(6), batch: 7285630.

Event description:
It was reported the patient was experiencing uncomfortable stimulation. Reprogramming was unable to resolve the issue. As such surgical intervention may be pending to address the issue at a later date.